Event description:
It was reported that frost on the needle shaft occurred. Two iceforce 2.1 cx 90 degree cryoablation needles were selected for use during an endometriosis cryoablation procedure. Testing of the needles were successfully performed. Only one needle remained in use. The first freeze cycle was performed and frost on the shaft was noted to the whole needle. No patient consequences were reported. It was further reported that the patients skin was protected by a glove filled with hot water. The needle was replaced to complete the case.

Event description:
It was reported that frost on the needle shaft occurred. Two iceforce 2.1 cx 90 degree cryoablation needles were selected for use during an endometriosis cryoablation procedure. Testing of the needles were successfully performed. Only one needle remained in use. The first freeze cycle was performed and frost on the shaft was noted to the whole needle. No patient consequences were reported. It was further reported that the patients skin was protected by a glove filled with hot water. The needle was replaced to complete the case.

Manufacturer narrative:
Device eval by manufacturer: the device was returned for engineering analysis and the complaint was confirmed. Shaft temperature points to insufficient thermal insulation of the needle. The ice ball size was within specifications and was not compromised due to thermal insulation loss. No visible soldering gaps or voids were found. Ice formed on the entire vacuum sleeves. No soldering flux residuals or corrosive signs were seen on the vacuum sleeve's external surfaces. No leaks were found on the vacuum sleeve's external surfaces. The investigation testing results showed insufficient vacuum insulation of the sleeves.

Event description:
It was reported that frost on the needle shaft occurred. Two iceforce 2.1 cx 90 degree cryoablation needles were selected for use during an endometriosis cryoablation procedure. Testing of the needles were successfully performed. Only one needle remained in use. The first freeze cycle was performed and frost on the shaft was noted to the whole needle. No patient consequences were reported.